Event description:
It was reported via double-blinded marketing research that the patient had an unspecified xience stent implanted in the proximal left anterior descending artery (lad) by a different physician than the reporting physician, at a different site. The patient presented ten days later with stent thrombosis, which was treated with percutaneous transluminal coronary angioplasty (ptca) with a good result. The patient admitted that he had not been compliant with his antiplatelet regimen, having not filled the prescription. The physician commented that the thrombosis was not caused by an issue with the stent, but was due to the patient's non-compliance to the antiplatelet medication. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.